Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle and the thread seemed to be poorly attached and some of the sutures got detached right after taking them out of the package. Some got detached when the surgeon had taken a couple of stitches. No further information has been provided.

Manufacturer narrative:
D4: model and catalog number correction: c0068220 instead of c0068220n1. G4: PMA/510(k) number added: k122734. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that one of the threads (1 of 5 samples tested) break easily next to the needle. The detachment of the needle occurs by too much thermal treatment applied to the thread ends which causes that the thread burns and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel was done.